Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a high blood glucose reading of 444 mg/dl. Customer's current blood glucose is 375 mg/dl. Customer stated that she treated with insulin and was using the flex-touch. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer mentioned that the pump makes noises during the delivery of a bolus. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for two days, several bolus were programmed and delivered. The insulin pump delivered all bolus properly and no unexpected motor noise during delivery occurred. No drive/motor noise anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.